Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported the tna proximal locking was impossible to lock using the external guide as it did not target correctly. The drill bit was hitting the nail, not the hole in the nail. Dr had to lock free hands. This is with the new connecting screw and the new handle. Still having issues. Tna seems to bend due to pressure due to the patella. The length of the handle seems to cause the issue and stiffness of the system. An unknown surgical delay was noted.